Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
An ophthalmic assistant reported a patient with an unexpected outcome following an intraocular lens (iol) implant procedure. Posterior capsular opacification (pco) was observed. The lens was exchanged.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge and handpiece. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge and handpiece. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause. (B)(4).

Event description:
Additional information was provided indicating the patient reported blurred vision after surgery.